Event description:
Powerport placed several months ago. Tissue around his port was swelling with injections. There was a hole in the back side of the port. I can¿t say when this happened, but it was likely due to an access attempt. Port replaced.